Event description:
It was reported that the patient received another red alert for right ventricular (rv) lead pacing impedance out of range, no value reported. Lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).